Event description:
This anchor stripped during insertion. The anchor was partially implanted when the hex stripped. The shoulder was opened to attempt removal of the threaded portion with a grasper. The head of the anchor ultimately broke off and a part of the anchor nows remains in the patient. Sales rep. Confirmed that the surgery was completed using another twinfix device. It is unknown how long of a delay the surgeon experienced, however a "significant" delay was not reported. Sales rep. Mentioned that the site was not pre-drilled prior to attempted insertion and that the ao-2 finger technique was used.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.